Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the device was shown to have no capture during patient¿s hospitalization for hyperkalemia due to gout and heart failure (hf). It was also reported that the patient has complete heart block (chb) so there is either ventricular oversensing or the output is not capturing. Isometrics was unable to reproduce no capture. Device was programmed to vvi and outputs increased, causing the patient to develop atrial fibrillation (af). The device output was decreased. The device remains in use. No patient complications have been reported as a result of this event.